Event description:
New information received notes that the issue was discovered in clinic. There was no adverse event to the patient due to the issue. The patient was pacemaker dependent. Lead was having chronic high threshold. Underlying patient condition was suspected to be the most likely cause. Physician was aware of the issue and was monitoring the lead before.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that one day after device replacement, increased rv threshold was observed. Physician was aware of this issue before. Lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient. The patient was in stable condition.